Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #_______(complaint #(B)(4)). Unique identifier (UDI) # (device identifier): (B)(4). User facility report number: (B)(4). Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented on (B)(6) 2017 with dark colored urine and complaint of abdominal pain. Lactate dehydrogenase (ldh) upon admission was 900 u/l and inr was 1.9. Heparin was started, however, despite the heparin infusion, the patient¿s ldh continued to peak at 1603 u/l and creatinine nearly doubled from 1.2 to 2.1. The patient underwent a pump exchange on (B)(6) 2017. Upon explant, thrombus like deposition was noted at pump inlet. Reportedly, the device was proactively exchanged due to increased ldh and compromised renal function. A user facility medwatch was received that states: patient presented to clinic on (B)(6) 2017 for routine visit. She had complaints of pain in the right chest when she bends or lifts and described it as a shooting pain that did not radiate. She reported feeling more tired and short of breath the past few days and not sleeping well. She had a remote debridement for a driveline infection previously and has had hypertrophic granulation tissue that started draining thick, yellow drainage over the weekend and reported pain at that site. Her ldh had gone from 300's to over 995 in the past month. Her inr had been therapeutic with 1.9 the lowest in several months. She was admitted and started on a heparin drip. An echo, cta of the chest, abdomen and pelvis were done along with blood cultures and antibiotics were initiated. The echo revealed adequate lv decompression, and adequate pump function. The cta showed no evidence of occlusion of the grafts. On (B)(6) 2017, the patient's driveline wound was cultured. The next day it was positive for gps and patient reported brown urine. On (B)(6) 2017 it was decided to take the patient back to the or for a pump exchange due to the fact that the ldh continued to keep trending upward despite the heparin gtt. The driveline was repositioned in the operating room and the previous site was debrided.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the left ventricular assist system (lvas) examination of the device blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The observed thrombus could have contributed to the reported increase in lactate dehydrogenase (ldh) and hematuria. The evaluation could not determine the cause of the thrombus. The pump was returned assembled with the driveline (dl) cut at the end of the bend relief, and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.